Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an alarm 30 occurred during basal delivery. Customer loaded another cartridge to resolve the issue. Customer's blood glucose (bg) was 350 mg/dl. Customer reported a low bg (value not provided). No additional information was provided at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 30 issue was verified. Functional testing was performed and no failure was identified related to the reported low bg issue.